Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0z8mp, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had increased oozing and pussing from the lead and implant sites since after their implant procedure on (B)(6) 2016. The patient had leakage and seepage around the implant site and lead insertion site. No falls were reported. The patient had followed all antibiotic schedules as deemed appropriate by their health care provider (hcp). No diagnostics were performed to the best of the manufacturer representative¿s knowledge. The action taken to resolve the issue was that explant was scheduled for (B)(6) 2016 and the hcp wanted to revisit implanting a new device in 3 or more months. The patient was extremely upset that the device needed to be removed because their life had been completely changed with the implant. The patient was receiving excellent therapy to date and was hesitant to go through with another procedure in 3 months for fear of another infection. The issue was not resolved and the patient was alive with injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.